Event description:
It was reported that the therapy helped the pt's symptoms for 8 days and then therapy was lost and not able to be restored. The pt experienced return of symptoms, and new problems of speech and visual impairment. It was also reported that the pt's mental status changed immediately. The pump was checked for volume discrepancy and two dye studies were performed. No problems were found. The concentration and daily dose of baclofen being delivered via the pump were not reported. The pt outcome was not reported. Additional info has been requested from the hcp, but was not available as of the date of this report.